Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced resistance while filling multiple cartridges with insulin. Reportedly, the customer changed the cartridge, needle, and syringe and was able to continue with the load process. The customer's blood glucose level was not impacted.